Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2015 with the following findings: a review of the pump¿s download history showed that cs 054 and cs 012 call service alarms were recorded. During testing, the pump powered on to a blank display screen and was constantly vibrating. The pump case was removed and a component on the printed circuit board was found to be defective causing the blank display. The complaint that there were blank areas on the display screen was not able to be adequately investigated due to the blank display and defective printed circuit board component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that there were blank areas on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).